Manufacturer narrative:
Reference cmp (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the poly was damaged and fractured during the cleaning process. All parts were returned. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp found signs of repeated use and a fracture of the medial condyle. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.